Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been experiencing pre-syncopal symptoms and system evaluation noted intermittent sensing and capture at maximum device outputs on the right ventricular (rv) channel. An x-ray revealed the lead had dislodged. A revision procedure was performed and the lead was repositioned without further incident. No adverse patient effects were reported.